Event description:
(B)(4). This is the final conclusion for ptc (B)(4), first report date: on (B)(6) 2008, the customer reported that he was concerned that the opticlik cartridges were not lasting as long as they should and was afraid the pen was dispensing too much insulin. No adverse event or change in blood glucose was reported. No display complaint was reported at the time. On (B)(6) 2008, an investigation had shown that the lcd (liquid crystal display) drops to <00> coincidentally during dose setting. Investigation reveals that the opticlik after dialing to <50> the lcd returned to <00>. Then it was dialed to <23> and the lcd returned again to <00>. The opticlik was investigated with regard to this potential malfunction. The functions of the mechanics are within specification. Dose delivery test was performed with a representative disposable module and does not show any deficiency. The sample was sent to ypsomed and received on (B)(4) 2008. The investigation shows that the display drops to <00> coincidentally during dose setting. The operating path of the contacts is out of tolerance. The switch points of the contact mat are on the upper limit of the specification and one value is out of specification. The surface pressure of the contact pills on the conductor board is to low. The weak contact mat in combination with the soling of the contacts caused the observed malfunction. The conclusion of this defect is related to handling error. A corrective action is already implemented: the ptsr (pen tester spontaneous reset which performs a 100% test from batch e121 on would recognize such sensible pens for sure). The pen was found to have particles beneath the display window, but this is not considered a defect as the lcd is not dust proof and should have no effect on display function. The dosage knob has a crack and the reason for this is that the dosage know has a too high press fit in the dosage knob sleeve this will not have an effect on dose accuracy or delivery.

Manufacturer narrative:
This is the final conclusion for ptc (B)(4), discovery date: on (B)(6) 2008, the consumer reported that he was concerned that the opticlik cartridges were not lasting as long as they should and was afraid the pen was dispensing too much insulin. No adverse event or change in blood glucose was reported. No display complaint was reported at the time. On (B)(4) 2008, an investigations had shown that the lcd (liquid crystal display) drops to <00> coincidentally during dose setting. Investigation reveals that the opticlik after dialing to <05> the lcd returned to <00>. Then it was dialed to <23> and the lcd returned again to <00>. The opticlik was investigated with regard to this potential malfunction. The functions of the mechanics are within specification. Does delivery and test was performed with a representative disposable module and does not show any deficiency. The sample was sent to ypsomed and received on (B)(4) 2008. The investigation shows the display to <00> coincidentally during dose setting. The operating path of the contacts is out of tolerance. The switch points of the contact mat are on the upper limit of the specification and one value is out of specification. The surface pressure ot the contact pills on the conductor board is to low. The weak contact mat in combination with the soling of the contacts caused the observed malfunction. The conclusion of this defect is related to handling error. A corrective action is already implemented: the ptsr (pen tester spontaneous reset which performs a 100% test from batch e121 on would recognize such sensible pens for sure. The pen was found to have particles beneath the display window, but his is not considered a defect as the ldc is not dust proof and should have no effect on display function. The dosage know has a crack and the reason for this is that the dosage knob has a too tight press fit in the dosage knob sleeve. This will not have an effect on dose accuracy or delivery.